Event description:
It was reported that during a follow up in clinic, the device was found to be in backup vvi (bvvi) mode. Additionally, the device was then unable to be interrogated. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.